Manufacturer narrative:
UDI #: (B)(4). Initial reporter telephone: (B)(6). (B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss was not able to confirm reported issue described by the surgery center. During inspection of the laser system, the fss found the amplifier (amp) wave¿s signal was not good as the background of the amp was a little high. The fss adjusted the pocket cell and dump time to resolve. The testing melting is about 90 percent. The flap thickness was found to be normal and the minimum and maximum energy levels were at .03/2.10 microjoules (uj). The fss determined the laser system to be working properly. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a laser treatment, the flap was a little difficult to lift. The surgery center checked the thickness, the optimize beam path and performed a gel test. The surgeon made a decision to abort the procedure and the patient will be scheduled to complete the laser treatment at a later date. Through follow up, the surgeon found it was a physician's handling issue that caused the issue.